Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose on an unknown date was 27 mg/dl with unsteadiness when standing and walking, severe dizziness, blurred vision, and severe headache. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history did not match the programed basal rates. It was reported this issue first occurred (B)(6) 2017. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.